Event description:
Microbore tubing extension set sheared in the middle. Appeared as if it were melted. One set found. No others seen after supplies searched.======================manufacturer response for microbore tubing extension set, microbore extension set (per site reporter)======================none yet.